Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had air bubbles in the reservoir and the cannula of the infusion set. Customer's blood glucose level was 238 mg/dl. Customer stated that the bubbles were all tiny except one. Customer stated that the pump was not rewound with a reservoir in place. Insulin was not stored in room temperature. It was advised that insulin should be store at room temperature to prevent gassing out when it warms in the pump. Customer was advised to change the infusion set. Customer was instructed to tap the reservoir to gather small bubbles into a large one. Customer was advised to push air back into the insulin vial. Air bubbles did persist after set change. Customer was advised to monitor and call back if problems persist. No additional information provided.